Event description:
The customer reported that during colonoscopy and hot snare polypectomy using this evis exera iii video system center, image was intermittently lost during activation of cautery unit. There was no error messages observed. Due to loss of visualization at critical time, bleeding occurred unnecessarily, as reported. The procedure was prolonged for five minutes while bleeding was controlled. The procedure was completed with the same device. The device was inspected prior to use. There were no reports of further patient or user harm associated with this event.